Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of oversensing is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This device remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that there was double counting of broad complex tachycardia arrhythmia's that were untreated. The subcutaneous implantable cardioverter defibrillator (s-ICD) did charge, but the tachy arrhythmia self-terminated. Additional there was some undersensing of the broad complex beats and of normal sinus rhythm. Further review found that there were some atrial fibrillation (af) episodes recorded that were not true af but sinus rhythm with t-wave oversensing. The sensing vector was reprogrammed. Additionally, there was oversensing of noise with untreated episodes that was determined to be a result of an electrode dislodgment. Several months post electrode revision for dislodgement the patient received an inappropriate shock due to a morphology change which caused t-wave oversensing. It was noted that the patient felt some chest pain when the shock occurred but experienced no dizziness. Review of the data by ts found that secondary sensing vector may be a better option due to the r-wave amplitude size. Ts discussed further troubleshooting and programming options and noted that the decision on how to treat and assess the ventricular arrhythmia would be at the physician's discretion. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information received in february 2026 indicates this patient received another inappropriate shock from their s-ICD in september 2025. Ts was consulted once again and troubleshooting and programming options were discussed at length. Besides the inappropriate therapy, no other adverse patient effects were reported, and this s-ICD remains in service.